Event description:
During a lower anterior resection procedure, the instrument was fired and it didn't seem to deploy staples. The bowel opened back up again as if no staples had been fired and there were no staples where there should have been on the bowel. There was no patient consequence.